Event description:
It was reported that (3) pmw35 were used during a CABG procedure. It was reported by the rep that upon closing saphenous vein, surgeon complained of stapler jamming. The staples would not release from anvil. The surgeon used three staplers and all three jammed. Opened another device to complete the case. There was no consequence to pt.